Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was 600mg/dl. The customer was treated for the highs with manual injection. Troubleshoot was not conducted due to customer heading to hospital. The customer was advised to follow up at later time.